Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 1.1 pocket b1 and b5 were failed. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.1 was failed. A field service engineer cleaned contacts on drawer controller boards in positions 1.1 and 1.2, secured all connections, and tightened both hard stops. After testing in hardware test application (hta), found that row b in drawer 1.1 was not detecting pockets. Removed the pockets, reseated the tray connections, and confirmed that all pockets were detected. The system functioned as intended after the field service engineer repaired the device.